Event description:
It was reported that during the implant procedure the right ventricular (rv) lead, was advanced in patient's anatomy. However, it was noted that the physician did not take care of the anchoring sleeve. Upon advancing of the rv lead, the ¿hole¿ was so big that the anchoring sleeve went inside the subclavian vein. The rv lead was removed, but the anchoring sleeve remained inside the vein. The anchor sleeve was retrieved using a loop. The procedure was concluded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).